Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.

Event description:
Info was received that reported a pt was hospitalized in 2007. It was reported that the pt had elevated blood glucose for 2 days prior to the admit, reportedly greater then 500 mg/dl. Reportedly upon admission, the pt was diagnosed with an electrolyte imbalance and high ketones. The reporter stated there was physical damage to the device and device housing with multiple cracks visible and a piece of the device housing was broken off. The reporter stated the device had been in this condition for greater than a month. The device will be returned for eval.